Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our german affiliates, during implant of a 29 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach, the balloon of the commander delivery system burst at full inflation during valve deployment; however, the valve was successfully implanted. Significant difficulties were encountered when attempting to remove the delivery system, as it became stuck in the lower aorta and could not be advanced or withdrawn. After multiple unsuccessful attempts, the patient was placed under general anesthesia. The removal process took approximately four hours. The medical team ultimately decided to cut off the handle of the delivery system and establish retrograde access. A secondary non-edwards sheath was introduced, and after considerable effort, the system was successfully removed. The patient remained stable post-procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for completion of the investigation. The following sections of this report have been updated: b4, g3, g6, h2, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Imagery was not provided. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst' was empirically confirmed based on the information provided. Available information suggests patient factors (calcification) likely contributed to the event as reported information indicated that there was a high degree of calcium at the patient annulus and lealflets. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for difficulty or inability to withdraw system through sheath was empirically confirmed based on the provided information. As the balloon burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.